Event description:
27 y.o. Gravida 4, para 3 s/p elective repeat cesarean section. Immediately post partum, developed increasing blood pressures with diastolics in the high 90's to 100's. Given history of previous pregnancy induced hypertension, was started on 4 g load thru 2 g per hr magnesium as a seizure prophylaxis. IV imed single pump #634 infused entire 250 cc bag in 2 hrs despite being set for 20 cc/hr vtbi listed as 177 cc but bag was completely empty, pump allowed fluid to go faster than was supposed to. Pt responded to 1 amp calcium gluconate and lasix to assist diuresis. Pt had close monitoring of her vital signs and pulse oximetry and these stayed within normal limits. Per clinical equipement mgr appears pump had been dropped and sensor didn't pop out. Tested and found motor cracked. Suppose to alarm with error code 22. Device returned to MFR for further testing.